Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? What was used to complete the procedure? What tissue was being approximated or sutured when it broke? Device return status/follow up.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 04/14/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue/ during tying / post-op)? - during passage through tissue. What was used to complete the procedure? - new suture. What tissue was being approximated or sutured when it broke? - w9431-rectus sheath, w3650-skin. Device return status/follow up - n/a. Events submitted via 2210968-2020-01885 and 2210968-2020-03033.